Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient did not specifically state they were encountering poor communication, however they reported that their patient programmer was not connecting to their implant when they put it on their backside. The patient saw their managing healthcare provider to told them the issue was likely that the ins battery needed to be replaced. The patient stated the doctor's office told them to contact the manufacturer to schedule replacement. It was reviewed that device replacement surgery was scheduled by the healthcare provider's office. No patient symptoms were reported.